Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased. The transformer was adjusted and the power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down during a procedure and had to be restarted to use it again. There was no patient injury or death reported.